Event description:
It was reported that the stryker nav3i(tm) platform froze during a craniotomy procedure using the cranial map 3 software. This occurred during the system set up phase when connecting to the microscope. The issue was resolved by turning off the fluorescence on the settings for the microscope and restarting the navigation system. The case was completed successfully with navigation and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that the stryker nav3i(tm) platform froze during a craniotomy procedure using the cranial map 3 software. This occurred during the system set up phase when connecting to the microscope. The issue was resolved by turning off the fluorescence on the settings for the microscope and restarting the navigation system. The case was completed successfully with navigation and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.